Manufacturer narrative:
No button response due to flattened esc button dome switch. The pump was received with a minor scratched lcd window, cracked display window corners, battery tube threads cracked,broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Analysis was unable to performed the displacement test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.